Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the surgeon engaged the threads of the 2-piece summit inserter, the tip of the threads broke off. No pieces fell inside of the patient, and the tip was retrieved, but later discarded.

Manufacturer narrative:
Examination of the returned instrument confirms the complaint; a portion of the threaded tip broke off. The threads on the remaining threaded tip are heavily nicked and damaged. It appears the internal threaded inserter was used without the outer guard component which protects the threads on the inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.